Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that probe stopped cutting and releases small metallic particles during the surgery. The surgery completion details; procedure type and patient impact were unknown.